Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device exchange procedure due to normal eri, insulation damage was visually observed on the right ventricular (rv) lead. No oversensing or noise was noted. The issue was resolved by capping and replacing the rv lead. The patient was in stable condition.

Event description:
During a device exchange procedure due to normal eri, insulation damage and an externalized conductor was visually observed on the right ventricular (rv) lead. No oversensing or noise was noted. The issue was resolved by capping and replacing the rv lead. The patient was in stable condition.